Manufacturer narrative:
Miao, j., et al (2012) early follow-up outcomes of a new zero-profile implant used in anterior cervical discectomy and fusion. Journal of spinal disord tech 2013;26:e193e197. This report is for an unknown zero-p /unknown quantity/unknown lot. UDI: (01)unknown part number, UDI is unavailable. The investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after subsequent review of the following article: miao, j., et al (2012) early follow-up outcomes of a new zero-profile implant used in anterior cervical discectomy and fusion. Journal of spinal disord tech 2013;26:e193e197. (China and USA). A study was done between june 2010 to november 2010 on 89 patients who underwent anterior cervical discectomy and fusion (acdf) for cervical degenerative disk disease. There were 39 patients in the range of 30 to 65 years of age "with the mean of 50.3 years" that had been implanted with zero-p implanted. In all a total of 71 zero-ps were implanted. There was an unknown number of patients that had dysphagia recorded during follow-up visits at two (2), six (6) and twelve (12) months. This report is 1 of 1 for (B)(4). This report is for an unknown zero-profile stand-alone cage (zero-p), unknown part#/lot#..